Manufacturer narrative:
F2201, f2203. In response to FDA report number: mw5115641. The reported events of lymphadenopathy, infection (late onset), and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "suspected an implant rupture" and it was later determined that there was no rupture. This is an implant history record. The allergan devices were explanted on (B)(6) 2015 and replaced with non-allergan devices. Bia-alcl was suspected in 2019. Pathological marker alk- has been received. Pathological marker cd30+ has not been received.

Event description:
Patient reported via voluntary sus report right side "lymph node swelling", "an implant exchange for a suspected implant rupture and it was later determined that there was no rupture", implants were "moldy", ¿purulent¿, ¿full of pus¿, "recall". Patient also reported "developed symptoms in joints, finger joints developed hebron nodes and I had to have surgery on 2 fingers" which is not device related. The device was explanted and replaced. Patient further reported "right breast continued swelling" against the replacement device and had the explant physician perform diagnostic tests; the physician "immediately suspected bia alcl, ordered a mammo w/ultrasound and needle aspiration. It was alk-bia-alcl." Patient further added an "oncologist, who ordered a pet scan, determined stage 4." Pathological marker alk- has been received. Pathological marker cd30+ has not been received.